Manufacturer narrative:
Merge healthcare is investigating the issue. Additional information has been requested from the customer but has not yet been received.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare was notified that an existing eye station was failing and a replacement system was required. Merge support shipped new cables but the issue was not resolved. On 10/04/2016, information was received from the account that indicated the issue resulted in patients being rescheduled. The rescheduling of patients resulted in a delay in diagnosis and/or treatment. Additional information has been requested but has not yet been received. (B)(4).

Manufacturer narrative:
Additional narrative: this supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 10/19/2016. On 05oct2016, the system was returned by the customer and it was determined that the motherboard needed to be replaced because of blown capacitors. The issue was resolved once the customer received the system with the replaced motherboard. Additional information, received by the customer, indicated the system was five years old at the time. The following fields have been updated to reflect the new information: g1-2 - updated contact office - name/address /contact person. H3: device evaluated by manufacturer? Yes. H6: evaluation problem and evaluation codes. Method code: 10: actual device evaluated. Result codes: 485: motherboard 555: capacitator. Conclusion code: 4307. H7: if remedial action, initiated, check type: repair.